Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
The litigation alleges pain, discomfort, inflammation, decreased range of motion, and elevated ion levels.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. Monitor ¿ exempt per wi-7915 - known possible complication of joint replacement surgery. No device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot number combination. Based on the inability to find any additional related reports against the provided product code/lot number combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. - without the physical complaint sample associated with this report, it was not possible to determine if the device failed to meet specifications at the time it was released for distribution. - the device associated with this event was used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. No evidence was found indicating product error was a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary.

Event description:
The litigation alleges pain, discomfort, inflammation, decreased range of motion, and elevated ion levels. Update rec'd (B)(6)2016- waiver of summons received. There is no new additional information that would affect the existing MDR decision. Update (B)(6) 2016- pfs and medical records received. After review of the medical records for MDR reportability, alleges pain, discomfort, and limited mobility. Pfs alleges that a revision of the left hip has been done, but there are no operative records to support that contention. Metal ion levels present < 7.0 ppb not supporting metal ion toxicity. Abnormal clinical results: elevated metal ions removed from product harms. Updated demographics. Prod/lot being updated. The complaint was updated on: (B)(6) 2016 additional information doi: (B)(6) 2008 dor: (B)(6) 2016 (left hip) ((B)(6) 2016) **corrected: dor: unknown** the patient is a resident of (B)(6). **revision operative note 7/28/2016 is for the right hip: see com-247111 update ad (B)(6) 2018: com-212456 has been reopened under pc(B)(4) due to receipt of ppf and sticker sheets record. There were no new allegations reported. Updated patient's initials. Added law firm. Doi: (B)(6) 2008 - dor: unknown (left hip) please see pc-000317870 for the right hip

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update (B)(6) 2016- pfs and medical records received. After review of the medical records for MDR reportability, alleges pain, discomfort, and limited mobility. Pfs alleges that a revision of the left hip has been done, but there are no operative records to support that contention. Metal ion levels present < 7.0 ppb not supporting metal ion toxicity. Abnormal clinical results: elevated metal ions removed from product harms. Updated demographics. Prod/lot being updated.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).